Event description:
During a procedure for implanting a pace maker, the dr received a needle stick injury while using the peelaway introducer red needle safety device. While putting a curved suture needle away, the curved needle punctured the side of the red plastic cap and punctured the dr's left middle finger.